Manufacturer narrative:
(B)(4).

Event description:
A receiver has been received for evaluation. An external visual inspection was performed and passed. The receiver was charged and booted up. A receiver functional test was performed and passed. A review of the receiver log was performed and no errors related to the customer complaint was found. The customer complaint of a transmitter failed error was not confirmed by the receiver, however data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. A receiver has been received for evaluation. An external visual inspection was performed and passed. The receiver was charged and booted up. A receiver functional test was performed and passed. A review of the receiver log was performed and no errors related to the customer complaint was found. The customer complaint of a transmitter failed error was not confirmed by the receiver, however data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.